Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. A visual inspection of the returned device found that it is not in its original packaging. The sheath is intact and shows no damage to the outside of the shaft or in the channel. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided no clinical factors were found which would have contributed to the reported events. The blade is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported possible retained particles could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time.

Event description:
It was reported that during an elbow arthroscopy, an elite abrader burr on a short sheath was used. When starting to use the burr, it was noted that small fragments of metal were present in the elbow cavity, they were not visible to the naked eye, it was magnified by an arthroscopy camera and tv screen. The surgeon stopped using the burr and swapped it to a shaver. They tried to remove as much of the metal fragment as possible, they used a magnetic screwdriver tip to try and pick up some of the remaining fragments. They were unable to determine if fragments came from the burr or the sheath. The procedure was completed using a backup device. There was a non-significant surgical delay and no further complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Event description:
It was reported that during an elbow arthroscopy, a burr on a short sheath was used. When starting to use the burr, it was noted that small fragments of metal were present in the elbow cavity, they were not visible to the naked eye, it was magnified by an arthroscopy camera and tv screen. The surgeon stopped using the burr and swapped it to a shaver. They tried to remove as much of the metal fragment as possible, they used a magnetic screwdriver tip to try and pick up some of the remaining fragments. They were unable to determine if fragments came from the burr or the sheath. A non-significant delay was reported. No further complications were reported.

Manufacturer narrative:
H10: h3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A clinical review states that based on the information provided no clinical factors were found which would have contributed to the reported events. The blade is an externally communicating device, it is neither manufactured nor intended for implantation. It is also not approved for long term internal tissue exposure and long-term implantation data is not available. The patient impact beyond the reported possible retained particles could not be definitively determined. Micro-motion or movement cannot be predicted. There is potential risk for tissue inflammation and/or pain. No further clinical/medical assessment is warranted at this time. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation. Corrected data: h6: health effect - impact code.